Event description:
A nurse reported that during a cataract phacoemulsification procedure, while priming/tuning the handpiece with the tip in a cap, a system message displayed indicating a leak test failure and a occlusion. Following a delay of 30 mins, the system was switched out and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting the system message (sm) [leak test failure]. The staff re-primed and setup the system. The system then was found to function normally. The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).